Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon interrogation of the device, the remaining longevity was misreported. Programming changes were made and upon reinterrogation the results were normal.